Event description:
Info received indicates the bed exit is arming, but does not alarm when weight is removed from the bed.

Manufacturer narrative:
The tech replaced the bed exit tape switches to repair the bed.